Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reporting that during preparation for a catheter drainage treatment procedure, catheter damage was noted. During preparation for a nephrostomy catheter treatment procedure, the user removed and inspected the device. It was noted that there was a "burr" or "beveled up" piece of plastic on the pigtail portion of the catheter. The device was not used. The procedure was completed with another of the same device with no patient complications.